Manufacturer narrative:
This is a patient-reported event. The patient's condition has been resolved with the use of prednisone. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
Patient developed swelling and redness on the entire face after receiving an injection in both nasolabial areas. No other symptoms were reported. Patient was prescribed medrol dose pack, alevox and an antihistamine. A status report that was received by manufacturer one week after the initial reporting indicated that the swelling was resolved. The patient was continuing to take the prednisone and antibiotic. However, a week after that, the patient condition (swelling in nasolabial areas) returned. The patient has been prescribed steroids for 10 days.